Event description:
Arjo was informed about an event involving arjo passive maxi move lift and sling. A customer reported that upon transfer from wheel chair to bed, when the resident was being lifted with a maxi move, the patient, within seconds, was on the floor. As a consequence of the event, the patient sustained a right hip fracture and the injury required hospitalization. After returning home, the patient contracted covid and passed away. The patient¿s death was not related to the event.